Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 ¿ date of event: estimated. Correction: d9 - device available for evaluation: updated from ni to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated 11/01/2024. Medsun report attached.

Event description:
User facility medwatch report # (B)(4) received stating: "describe event or problem: once the plunger was pushed forward, he retracted it as per recommendations and it broke free of the suture prior to forming the knot."